Event description:
Tampon coming apart inside of me [foreign body in reproductive tract] noticed there was fibers coming actually off it - tampon [device breakage] when I removed it I noticed there was fibers coming actually off it - tampon [complication of device removal] case description: consumer reported via phone that fibers from tampon came off during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon coming apart inside of me [foreign body in reproductive tract]. Noticed there was fibers coming actually off it - tampon [device breakage]. When I removed it I noticed there was fibers coming actually off it - tampon [complication of device removal]. Case description: consumer reported via phone that fibers from tampon came off during removal. No serious injury reported.